Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 499 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, manual injection was administered. The ketones were large.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No communication error occurred during this test. The housing vent was found to be punctured. It could not be determined when this damage occurred. No other damages or deficiencies were found during the investigation.